Event description:
A reporter called to submit a report about her right knee implants¿ adverse effects. She said ever since she had right knee implants, she is having constant pain. She was thinking the first 2 or 3 months could be surgical related pain. However, her pain has not subsided at all. She said she is having excessive swelling on her right knee, mobility issues, inability to bend, inability to go up and down the stairs. She said she cannot get up from her couch unless someone helps her. She said the pain is ongoing regardless of the position she is in or any activities she is doing. She said her right knee is warm to touch. She also said her right knee is bigger than the left one, the right knee measures about 19¿ in diameter while the left one is 17¿. She said she can no longer fit into regular jeans because her right knee is bigger. She said she did the required physical therapies, and she was told by the. She the physical therapist they cannot help her anymore. Also, her doctor told her, per the x-ray everything is normal even though she is having a lot of issues. She was wondering if any of the devices implanted in her knee have been recalled. Ref reports: mw5161555, mw5161556, mw5161558, mw5161559.